Event description:
A peritoneal dialysis patient reported dialysis solution leaked to the floor when the cycler door opened. The patient proceeded to reset up with new equipment and finish treatment. The patient continued to use the machine until it was replaced on (B)(4) 2013. The patient's pd nurse reported the patient's effluent was clear and he did not receive prophylactic antibiotics as of (B)(6) 2013. No adverse effects noted. Sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.